Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08715 inches. No unexpected insulin flow blocked alarms were noted.

Event description:
Customer reported via phone call that they experienced low blood glucose level 52 mg/dl. Customer declined to troubleshoot their high blood glucose reading and no delivery alarm issue. Product will not be returning for analysis. The customer was not using auto mode feature during the serious injury.